Manufacturer narrative:
Weight, ethnicity, & race: unk. This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -13.00/1.5/170 (sphere/cylinder/axis) , implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. The lens was removed and replaced on (B)(6) 2020 for a shorter length lens due to excessive vault. This resolved the problem. Reportedly, "patient is happy."